Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Patient with failed ankle joint arthrodesis was returned to the operating room for removal of hardware. It is unknown as to what hardware was implanted in the patient.